Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post implant, the right ventricular (rv) lead was observed with an impedance warning. The lead remains in use. No patient complications have been reported as a result of this event.